Manufacturer narrative:
The date of manufacture was documented as nov 21, 2006. It has been updated as nov 20, 2006. Therefore, UDI has been updated: (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cable was worn out and the hose was defective on the device. It was further determined that the device failed the following assessments at pretest: loctite & cable assessments, handpiece temperature assessment, and air pump assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that there was an oil leakage on the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.